Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2014 requesting dexcom technical support contact patient's mother to report no audio output patient experienced on (B)(6) 2014. Dexcom technical support attempted contact with patient's mother, but was unsuccessful. Patient's mother returned the call to dexcom technical support on (B)(6) 2014, but did not have device available to conduct troubleshooting and warranty verification. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).